Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the assisted systole read higher than the unassisted systole. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d8, d9,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected field- d4 (UDI and serial number). A getinge field service engineer (fse) states, following a discussion with the technician, it was confirmed that the device was inspected and recalibrated, adjusting the atmospheric pressure and performing all the calibrations outlined in the service manual. The device has been in service for two months, and no issues or complaints have been reported.